Manufacturer narrative:
Concomitant medical products: product ID: 97702, serial#: (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator, product ID: 977a260, serial#: (B)(4), product type: lead. Product ID: 977a260, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 04-sep-2018, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 26-aug-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with two neurostimulators for spinal pain and non-malignant pain, headaches. It was reported that the patient was not feeling stimulation from the thoracic stimulator. The patient has been charging the implantable neurostimulator but has not felt stimulation in more than a year. The manufacturer representative had tried increasing the amplitude, pulse width, and rate to the maximum, and the patient was still not feeling stimulation sensation. No electrode pairs were out of range as of (B)(6) 2019. The patient was then programmed bipolar on 0 and 1 with 130 hertz and 450 microseconds. Group impedances was 493 ohms, a current of 20.589 milliamps and an amplitude of 10.5 volts and the patient was still not feeling any stimulation. The patient was redirected to the health care professional for further troubleshooting. Additional information was received from a manufacturer representative regarding the patient on (B)(6) 2019. It was reported that the patient was not experiencing any pain relief. No external factors were noted to have caused or contributed to the lack of stimulation sensation. An impedance test failed on multiple electrodes, and a new x-ray film showed that the thoracic epidural leads have migrated out of the canal (epidural space) and down towards the implantable neurostimulator site. The patient is being scheduled for a lead revision in (B)(6) 2019 to resolve the issue with the thoracic system. There were no further complications reported or anticipated.